Event description:
During sterile compounding in pediatric pharmacy IV room, technician observed artifact inside of a bd 50ml IV syringe being used to a patient-specific dose. Three areas noted and circled on the barrel by the technician and escalated to the pharmacist. Initially thought that marks were from the gradations on the exterior of the barrier, but on inspection the artifact appears to be inside the barrel where it would be exposed to sterile product intended for IV infusion. Syringe has been sequestered in the pediatric pharmacy. The dose was remade in a different syringe and did not reach the patient. A similar event was reported in report [redacted number]. Bd sent back a letter of investigation, and they were unable to find the debris in question. [Redacted name] tracker [redacted number].